Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer passed away due to complications from diabetes. The customer's sister stated that the customer was wearing the insulin pump when she went into the emergency room. The customer's sister then stated that the customer was experiencing blood pressure issues, cardiac issues, excessive bleeding due to anemia, and hypoglycemia. Nothing further was reported.